Event description:
As reported, during a tf tavr case the team had trouble with balloon alignment with first system. They attempted balloon alignment, performed in the straight portion of the aorta. The reset the alignment knob. Pulled negative on the balloon with the atrion. The team could not get the valve to go back in the sheath to remove from the body. Eventually it appeared to have successfully retracted the valve frame into the esheath. Pulled unit out as one but valve stripped off the delivery system into the soft tissue of the access track from the skin surface to the artery. The vessel had been damaged severely from the laceration from the valve becoming stuck in the tissue track that the 16 fr e-sheath was just too small to seal the hole in the vessel. Replacement with 16f esheath did not achieve hemostasis. Used a 24f dry seal with good hemostasis. Second system was prepped and valve alignment without complication and implanted without complication. Surgical cut down to repair the right femoral artery after the injury from the embolized 29 mm valve. System is available to return. Vascular repair performed by vascular surgeon at the end of the case with successful repair of the cfa. Patient tolerated the procedure well. Planned hospital discharge.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Medwatch report was received reference uf / importer report no: (B)(4). Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the team had trouble with balloon alignment with first system. They attempted balloon alignment, performed in the straight portion of the aorta. The reset the alignment knob. Pulled negative on the balloon with the atrion. The team could not get the valve to go back in the sheath to remove from the body. Eventually it appeared to have successfully retracted the valve frame into the esheath. Pulled unit out as one but valve stripped off the delivery system into the soft tissue of the access track from the skin surface to the artery. The vessel had been damaged severely from the laceration from the valve becoming stuck in the tissue track that the 16 fr e-sheath was just too small to seal the hole in the vessel. Replacement with 16f esheath did not achieve hemostasis. Used a 24f dry seal with good hemostasis. Second system was prepped and valve alignment without complication and implanted without complication. Surgical cut down to repair the right femoral artery after the injury from the embolized 29 mm valve. System is available to return. Vascular repair performed by vascular surgeon at the end of the case with successful repair of the cfa. Patient tolerated the procedure well. Planned hospital discharge.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, flex tip gouges were present. Sheath liner bunching with partial delamination, indicative of retrieval difficulty were noted. The c-marker band was present. The inflation balloon was returned pleated with no abnormalities present. During evaluation, engineering performed valve alignment. The balloon shaft was able to pull to warning marker, lock and use full fine adjustment with no abnormalities observed. Additionally, locknut/collet force measurements were taken of the returned device. The locknut/collet engagement tensile strength showed the device met specifications. Due to the nature of the complaint, no applicable dimensional testing was able to be performed at this time. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided for evaluation. Adequate vessel diameter for right access vasculature. Mildly tortuous thoracic aorta. Criss-crossing bilateral abdominal aorta-iliac stents. Crimped thv dislodged from delivery system and in patient. IFU, device preparation training manual, and device procedural training manual were reviewed. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon, iliac occlusion balloon, and/or reinsert dilator. Repair can be performed surgically or with endovascular techniques. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Although the withdrawal difficulty and valve dislodged from the balloon were confirmed based on evaluation of the returned device and imagery, the complaint for fine adjustment difficulty was unable to be confirmed as no applicable procedural imaging was provided. Functional testing of the returned delivery system revealed no device defect. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, ''during a tf tavr case the team had trouble with balloon alignment with first system. They attempted balloon alignment, performed in the straight portion of the aorta. The reset the alignment knob. Pulled negative on the balloon with the atrion''. Device evaluation results (able to utilize gross and fine adjust without any abnormalities) suggests that there was no issue with the delivery system. Per imagery review, mild tortuosity was present in the patient's thoracic aorta. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as evidenced by gouges on flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As no applicable procedural imaging was provided, a definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported events. As reported, ''the team could not get the valve to go back in the sheath to remove from the body. Eventually it appeared to have successfully retracted the valve frame into the esheath. Pulled unit out as one but valve stripped off the delivery system into the soft tissue of the access track from the skin surface to the artery''. Per review of the provided imagery, patient anatomy had criss-crossing bilateral abdominal aorta-iliac stents. The presence of a pre-existing stent can create non-coaxial configuration of the delivery system/valve and sheath tip. This may contribute to a non-coaxial withdrawal of the delivery system into the sheath. In this configuration, the valve can catch on the sheath distal tip and prevent any further withdrawal. Additionally, because the delivery system was withdrawn after gross alignment, the outer diameter of the crimped valve on the inflation balloon is larger than that of the crimped valve on the crimp balloon, which can further contribute to withdrawal difficulty. Additionally, device evaluation revealed that the delivery system was received partially flexed. Per the training manual regarding thv retrieval through sheath, ''ensure the thv is centered on the flex tip'' and ''verify the flex catheter is completely unflexed''. If the thv is not centered or if the delivery system is not completely unflexed, it may lead to the proximal struts of the valve to catch onto the distal end of the sheath liner and prevent withdrawal. It is possible that during thv retrieval through the sheath, the delivery system was not completely unflexed and thv not centered on flex tip, resulting in the reported withdrawal difficulties. Without applicable procedural imaging, a definitive root cause was unable to be determined. Available information suggests patient factors (pre-existing stent) and/or procedural factors (improper withdrawal techniques, non-coaxial withdrawal (crimped valve)) may have contributed to the complaint event. Additionally, product evaluation revealed esheath liner bunching with partial delamination from the distal end. It is possible that the proximal valve struts caught onto the liner and did not enter the sheath. This altered thv profile and exposed valve struts could have made the valve more susceptible to catching on other surfaces, such as the access track from the skin surface to the artery. Through potential excessively manipulation used to counteract withdrawal difficulties, the resultant affect could have led to the reported valve dislodging from the balloon. As no applicable procedural imaging was provided, a definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (improper withdrawal techniques, non-coaxial withdrawal (crimped valve), excessive manipulation) may have contributed to the reported events.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2012-03490.